Event description:
Device 3 of 4. Reference MFR report: 3008829311-2017-01009, reference MFR report: 3008829311-2017-01010, reference MFR report: 3008829311-2017-01012. It was reported the patient experienced ineffective stimulation. Troubleshooting was unable to provide resolution. Surgical intervention was undertaken and 3 out of the 4 leads were explanted.